Event description:
It was reported that on (B)(6) 2022, a 27mm portico valves was selected for an implant using a large flexnav delivery system. The implant depth at deployment was 3mm, there was sufficient calcium to allow anchoring of the device in the opinion of the user and the patient did not have a horizontal aorta. When the valve was released, the portico valve migrated to the patient's aorta. The patient did not have a hypertensive spike or pulmonary hypertensive episode when the valve migrated. The patient remained hemodynamically stable. It was decided to place a second 27mm portico valve. A valve in valve procedure was performed with a new 27mm portico valve, that was successfully implanted. Both valves remain in the patient without causing any damage. The patient remain hemodynamically stable throughout the entire procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve migration after the implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.